Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the electrode was connected but the temperature was not displayed and remained ll. The unit was restarted, but the issue continued. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
One act2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The water circulated normally through the sample, however the sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the electrode was connected but the temperature was not displayed and remained ll. The unit was restarted, but the issue continued. Another device was used to complete the procedure. There was no patient injury.